Manufacturer narrative:
1 of 1 device was returned for evaluation. Evaluation of the device found chuck wear and a lack of proper maintenance. The turbine needed replaced. The device was repaired, cleaned and returned to the customer.

Event description:
This report summarizes <noe> 1 </noe> malfunction events. This report summarizes one malfunction event where a midwest stylus handpiece would not hold dental burs. There was no injury in the event.